Manufacturer narrative:
(B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
Post registration, but prior to incision, distance sensor was being used to mark entry points on skin. Distance sensor cable was pinched in robot arm joint. The company field service engineer driver attempted to clear, but an error was detected and a shutdown and restart was necessary. Procedure proceeded normally following restart. Delay less than 5 minutes.

Manufacturer narrative:
The analysis of the software logs concluded that the event described in the complaint is related to a known design anomaly. The shutdown of the device is a normal behavior provoked by a controller timeout which results from the excessive force detected on the robot arm joint when the wire is pinched. The event described in the complaint is confirmed. Corrected data: - b4 date of this report - g4 date received by manufacturer - h2 if follow-up, what type - h3 device evaluated by manufacturer - h6 event problem and evaluation codes

Event description:
Post registration, but prior to incision, distance sensor was being used to mark entry points on skin. Distance sensor cable was pinched in robot arm joint. The company field service engineer driver attempted to clear, but an error was detected and a shutdown and restart was necessary. Procedure proceeded normally following restart. Delay less than 5 minutes.